Event description:
Pts developed sterile cysts over time at the entry of the tibial tunnel. No other info is available right now.

Manufacturer narrative:
Device was not returned, the evaluation could not be performed.